Event description:
(B)(4) software dispensing error at retail pharmacy. Pdx pharmacy system software (B)(4) requires entering "short codes" for patients, instead of typing last, first parts of name, ex: first four letters of last name, then first two initials followed by a number. For our customer patient a. I entered (B)(6). Which made sense to use, but, it pulls up his wife patient b. We only have one customer in the pharmacy with this last name and letters, which I "assumed" would be correct. This is a software issue, even though I should have verified the name. Every time I use the (B)(4) software, it increase my chances of errors because it requires abbreviations instead of full searches, including the doctor and patient. I would like pdx to change their software for (B)(4). Will contact the company as well. Where did the error occur: community pharmacy. Pt counselling provided: unk. Access number: (B)(4). (B)(6) medication errors reporting program. (B)(6) is a federally certified pt safety organization and an FDA medwatch partner. (B)(6).